Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd ultra-fine¿ ii insulin syringes had no scale markings. The following information was provided by the initial reporter, translated from japanese: "the user reported that the print on the barrel was found to be missing before use."

Event description:
It was reported that 14 bd ultra-fine¿ ii insulin syringes had no scale markings. The following information was provided by the initial reporter, translated from japanese: "the user reported that the print on the barrel was found to be missing before use."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2031535. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.